Event description:
It was reported that the left ventricular lead exhibited high impedances since two months post implant. No intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
(B)(6).